Event description:
Novorapid doser stopped working, blood sugar started rising [device malfunction]. Hyperglycemia and ketoacidosis [diabetic ketoacidosis]. Case description: medical device info: class iib. This spontaneous case reported by a consumer reported as "novorapid doser stopped working" and "hyperglycemia and ketoacidosis", concerns a male pt treated with innova (insulin delivery device) for induo (diagnostic device) and novorapid penfill (fast-acting insulin aspart) due to insulin-dependent diabetes mellitus. The pt started using the products in 2006 -and stopped in 2007. Furthermore, the pt used concomitant medicine; novolin nph (insulatard) before bed. The pt was not known with other diseases then insulin-independent diabetes mellitus, but states that he was having a "head cold" with symptoms of "congestion" and "losing [his] voice", for four days in that month. It has been reported that no insulin was delivered when the pt injected himself, using an innovo for induo and novorapid. According to the pt, the doser displayed the usual dose of 5-8 units. Furthermore, the pt stated that he primed the needle when first inserting the cartridge, but did not prime it before each injection. He was depressing the plunger until he heard the click, and holding it there for the full six seconds. He is sure that the slider for loading the insulin was entirely closed. He was reusing an old insulin needle, and did not think to try a new one; he usually uses insulin needles for 10-12 injections before replacing. He has been using the induo in this way for a long time, and this was the first time he had experienced problems. The pt was trained in the use of induo meter and doser in 2006. As the pt did not receive insulin, his blood sugar started rising and he went to the ER in 2007, at approx 08:00 pm and was discharged the next day in the morning (no exact time). The hospital tested his blood sugar on their meter and got a result of 38 mmol/l. The pt tested the blood sugar on his own meter and got 28 mmol/l. At the hospital, the pt was treated with various intravenous fluids, including both glucose and insulin. The pt's doctor estimated that it had taken the pt roughly two days without injecting insulin to go into ketoacidosis. The pt believes the suspected device began to malfunction in terms of given incorrect doses as of the same month. The pt declined to reveal his sliding scale regimen. The pt noted that he was "not certain" of his sliding scale and remarked that he needed to "go back for a refresher" on the use of his sliding scales. The overall outcome of the events was recovered. The pt tested the doser once he realized that he was not getting his insulin, and discovered that the piston was retracting too far (but not all the way to the beginning) after using the plunger. Product: innovo for induo, lot.: nw40011.

Manufacturer narrative:
Device conclusion: visual and functional examinations were performed. The device was tested with a random penfill cartridge and a new novofine needle mounted. The doser is able to deliver insulin. For safety reasons, the electronics have a built-in maximum lifetime since manufacture.